Event description:
The patient reported that the system was shutting down by itself and data viewer showed errors. It was noted that the patient may be in contact with strong electric fields for occupation. No magnetic error occured during a vacation period.